Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tube infection") and device dislocation ("migration/failure to occlude (close) fallopian tubes,") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) and surgery (salpingectomy (one side removal of fallopian tube)). At the time of the report, the salpingitis and pelvic pain was resolving and the device dislocation outcome was unknown. The reporter considered device dislocation, pelvic pain and salpingitis to be related to essure. Diagnostic results: on an unknown date she had transvaginal ultrasound shows failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/failure to occlude (close) fallopian tubes,"), salpingitis ("fallopian tube infection") and pelvic infection ("pelvic infection/ pelvic bacteria infection") in an adult female patient who had essure (ess205) (batch no. 620747) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hydrosalpinx. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), mood swings ("mood swing"), night sweats ("night sweats"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), arthralgia ("joints pain"), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary tract") and vaginal infection ("infection: vaginal"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)), surgery (salpingectomy (one side removal of fallopian tube)) and surgery (salpingectomy (one side removal of fallopian tube)). At the time of the report, the device dislocation, pelvic infection, mood swings, night sweats, migraine, headache, fatigue, abdominal pain, female sexual dysfunction and arthralgia outcome was unknown and the salpingitis and pelvic pain was resolving. The reporter considered abdominal pain, arthralgia, cystitis, device dislocation, fatigue, female sexual dysfunction, headache, migraine, mood swings, night sweats, pelvic infection, pelvic pain, salpingitis, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of essure insertion, it was 2008 in previous version and removal date ( in previous version- (B)(6) 2010). Diagnostic results: on an unknown date she had transvaginal ultrasound shows failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Reporter's information added. New events mood swing and night sweats, infection: pelvic infection, migraines, headaches, fatigue, abdominal pain, apareunia, joints pain, infection: vaginal, infection: urinary tract and infection: bladder were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tube infection") and device dislocation ("migration/failure to occlude (close) fallopian tubes,") in an adult female patient who had essure (batch no. 620747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hydrosalpinx. In 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) and surgery (salpingectomy (one side removal of fallopian tube)). At the time of the report, the salpingitis and pelvic pain was resolving and the device dislocation outcome was unknown. The reporter considered device dislocation, pelvic pain and salpingitis to be related to essure. Diagnostic results: on an unknown date she had transvaginal ultrasound shows failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tube infection") and device dislocation ("migration/failure to occlude (close) fallopian tubes,") in an adult female patient who had essure (batch no. 620747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hydrosalpinx. In 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) .at the time of the report, the salpingitis and pelvic pain was resolving and the device dislocation outcome was unknown. The reporter considered device dislocation, pelvic pain and salpingitis to be related to essure. Diagnostic results: on an unknown date she had transvaginal ultrasound shows failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tube infection") and device dislocation ("migration/failure to occlude (close) fallopian tubes,") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube). At the time of the report, the salpingitis and pelvic pain was resolving and the device dislocation outcome was unknown. The reporter considered device dislocation, pelvic pain and salpingitis to be related to essure. Diagnostic results: on an unknown date she had transvaginal ultrasound shows failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Added laboratory data was updated. Added suspect drug indication. Added event fallopian tube infection. Updated outcome of events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2010. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.